Event description:
The user is reporting the device did not administer a shock. The patient did not survive.

Manufacturer narrative:
Updating event description and device problem code.

Event description:
The user is reporting the device did not administer a shock and it was determined that the pads adhesive may not meet the contact surface area specifications. The patient did not survive.